Event description:
It was reported that, "dr was doing a t10-s1 deformity case with xia 3. All the screws were in and one rod was in. Dr was working on getting the other rod in and was using the one-handed persuader. He persuaded the rod and dropped a set screw down through the persuader. He removed the persuader and went to tighten the set screw a little more so he could compress and the set screw was cross thread. It actually made a popping sound as he was tightening it down. He removed the cross threaded set screw and asked for a new set screw. A new set screw was inserted and the construct was compressed and final tightened."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.